Event description:
Boston scientific (bsc) received info that this pt had an effusion secondary to other medical problems. An echocardiogram was performed at which time this lead became dislodged. Therefore, it was removed from service and replaced. No adverse pt effects were reported. The lead was not returned for testing. Therefore, bsc cannot confirm the reported clinical observations. No other adverse events have been reported. This issue will be re-evaluated if additional info is received.